Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The hemostatic valve was closed and tight as received. Implant was inside the sheath and connected to the core wire. There was no evidence of use/deployment. Device deployed there was no observable damage to the implant. The size of the implant was consistent with what was reported. The valve, hub, shaft, and tip were examined. There were numerous kinks along the shaft. Functional testing of the device was done by injecting water into the stock cock. There were no leaks observed during water injection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device was selected and during preparation it was noticed that the hemostasis valve was leaking saline when they attempted to flush it. The device was exchanged for another of the same to complete the procedure. The device did not come in contact with the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device was selected and during preparation it was noticed that the hemostasis valve was leaking saline when they attempted to flush it. The device was exchanged for another of the same to complete the procedure. The device did not come in contact with the patient.